Event description:
Pt was revised and it was discovered the one of the cervical screws was backing out of the plate. Plate and screws were removed and pt was revised with another plate construct adn extended from a 2-level to a 3-level construct.

Manufacturer narrative:
Device was disposed of at the hosp so therefore no investigation was able to be completed on the device. There also was no lot number available so therefore, no review of the DHR could be done. Repeated attempts for more info were done, but no more info was able to be gathered.